Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise and oversensing and impedance issues. A review of the daily measurements noted the impedance increased from 500 ohms to 1500 ohms. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.